Manufacturer narrative:
The cause of the pump recognition failure was a malfunction of the impellatronic circuit board. The cause of the inability to run a pump at p-levels greater than 3 is unknown because it could not be reproduced. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees, that the report constitutes an admission that the product, abiomed inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an impella device was not recognized during setup. The issue resolved itself and the device was inserted. Upon percutaneous insertion in the right femoral artery the device would not fully ramp up and displayed a suction alarm. The procedure was completed by using a replacement device and the procedure was completed as planned.